Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 40 mg/dl. Customer addressed bg level via consumption of carbohydrates. Reportedly, the customer will continue to use current pump.